Manufacturer narrative:
(B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent procedure date? Is a photo of the reaction available? Was cortisone treatment prescription strength? Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Results? Patient demographics: ID, gender, age or date of birth; bmi has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Do you have the product code and /or lot number used? Current patient status. Product is not available for return.

Event description:
It was reported a patient underwent a hernia repair procedure on an unknown date and a topical skin adhesive was used. Six days post operative to adhesive applied to inguinal hernia incision. Patient presented with skin reaction. Cortisone treatment and adhesive was removed. Noted patient has made a full recovery and the skin reaction has resolved. Additional information has been requested.